Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lead fracture. The patient who was about to take an MRI scan had turned all the lead off because there seemed to be a fracture in all lead, and the patient said communication was not possible. A call was received from the laboratory technician asking whether imaging was possible. It would be a secondary measure. It was unknown if there were any environment, external, or patient factors that may have caused the event. No particular actions were taken to identify the cause of troubleshoot the defect. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.